Event description:
It was reported to resmed that an astral device had an inoperable power connector. During evaluation, the device had a defective touchscreen. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The top case was replaced to address the defective touchscreen. The power supply socket was tightened to address the inoperable power connector. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4). The astral device was returned to resmed for an investigation. Performance testing confirmed the power connector issue and revealed touchscreen issues. The main circuit board (pcb) and top case were replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. The investigation methods, results, and conclusions are not finalised at this stage. When more information is available a supplementary report will be submitted. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing confirmed an inoperable touchscreen. Review of the device data logs confirmed the reported internal battery degraded warning alarm and revealed an error message (sf180) ) related to a battery charger fault. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported internal battery degraded warning alarm was due to battery controller software while the inoperable touchscreen was due to physical damage and sf180 was due to a software issue. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable power connector. During evaluation, the device had a defective touchscreen and displayed an internal battery degraded warning alarm. There was no patient harm or serious injury reported as a result of this incident.